Manufacturer narrative:
Correction: d5 health professional should have been selected on the initial report rather than other. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There was no deformation to the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the device nozzle was clogged with foreign object noted to be attributed to insufficient cleaning (handling problems). Due to clogging, the air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value . The reported issue of "poor air/water supply" was reproduced, reported issue was confirmed. The issue was attributed to handling problem, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to damage on ccd unit, the image has white dots. Adhesive on a-rubber (adhesive connection) has a crack. Light guide lens has a crack, lens has discoloration. U/d knob has corrosion .connecting tube has discoloration. Electrical connector s connector has corrosion. Scratch noted on c cover, universal cord s-connector side, s- cover has a scratch, switch box , fe lever and knob, up/down knob, grip, universal cord, control unit, right/left knob. The facility's clean, disinfect and sterilize (cds) , reprocessing information and foreign matter surveys results were noted below: device was cleaned, sanitized and disinfected prior to send the device for repair. Facility cannot tell when the foreign matter adhered on the device. Not aware of the foreign matter, however, noted ¿aw channel adapter are using¿. The time lag between the end of clinical use and the start of pre-washing noted unknown. Wiped/brushed the air/water nozzle with gauze, brush, or sponge. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Reprocessing were normal and without issues. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- no response provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of "poor air /water supply". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling, insufficient cleaning issue) identified during device return evaluation .